Event description:
The phoenix system was introduced over a boston scientific platinum 0.014" guidewire and advanced to the occlusion. Several debulking runs were successfully performed. Afterwards, the doctor attempted to remove the phoenix device and found that it was stuck on the guidewire. The catheter and wire were removed as a system. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. The phoenix device was used in conjunction with a boston scientific platinum 0.014" guidewire. This particular guidewire has a hydrophillic coating. The device is still under investigation by the manufacturer. A supplemental report will be submitted following the investigation. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.